Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the thigh which is off label usage of the device on (b)(6) 2026. On (b)(6) 2026, around 2am, the patient received a sensor failed alert. The patient was also wearing a Tandem Mobi insulin pump. The patient was feeling unwell, had blurred vision, nausea, vomiting, and confusion which the patient stated was consistent with symptoms of Diabetic Ketoacidosis (DKA). The patient¿s mother monitored the patient¿s condition for several hours. Around 7am, the patient had no improvement, therefore, the patient was taken to the Emergency Room (ER) for evaluation. Prior to this, the patient¿s mother treated the patient with 12 units of insulin per routine diabetes management. At the ER, the patient started on an IV insulin drip and the patient's sensor was removed. The patient was discharged on (b)(6) 2026. The patient was doing ¿fine¿ at the time of report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.